Event description:
During surgery, the tip of the instrument sheared off. X-rays taken after surgery the same day showed that the tip was left inside the patient. At this time the surgeon has not planned a revision surgery to remove the broken tip. The patient is doing fine.